Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error and drive support cap was flushing. The customer¿s blood glucose level was unknown at the of the incident. Customer stated that during rewinding for a set change and got a motor error and was unable to navigate pump. The customer stated that the drive support cap was flushing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Corroded home witch was noted.